Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient the oxygen calibration button on an ht70 plus ventilator was not displayed on the display. The patient was manually ventilated and transferred to a different ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The covidien service engineer replaced the o2 sensor.

Event description:
It was reported that ventilator had displayed a o2 sensor alarming at the time of the event.